Event description:
It was reported that the pt experienced a loss of therapeutic effect. There was no known related incident or accident reported. The pt's implantable neurostimulator and lead were explanted, per the pt's request. It was suggested that the removal of the devices was due to the need for an MRI. The pt did not require hospitalization and the pt recovered without sequelae. A f/u report will be filed if add'l info becomes available. See also MFR report # 3004209178-2011-06991 for info related to the pt's concomitantly implanted device system.

Manufacturer narrative:
(B)(4).